Manufacturer narrative:
The field service engineer (fse) noted that the monthly maintenance was due. He also found the cells to be visibly dirty, the cell rinse tubes leaky and the diaphragms were worn out. The fse then cleaned all the rinse units. He replaced the tubes on the rinse unit, the vacuum diaphragm and flapper valves. He performed mechanical checks and cell blank measurements with acceptable results. Calibrations and qc were performed with acceptable results. He confirmed that the module was working within specifications. The customer performed precision tests with acceptable results. The investigation did not identify a product problem. The investigation determined that the issue was consistent with a maintenance issue.

Event description:
The initial reporter received a questionable creatinine result for one patient sample tested on the cobas 8000 c702 module. The initial result was not reported outside of the laboratory. The reporter questioned the result which prompted a rerun of the sample. The initial creatinine result was 287 umol/l. The repeat result was 52 umol/l. The reagent lot number and expiration date were requested but not provided.